Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A nurse reported that four years following an intraocular lens (iol) implant procedure, the patient experienced decreased vision. The iol was exchanged. The clinical reason for the exchange was reported as an unspecified mechanical complication of lens. Additional information was requested.